Event description:
A malfunction alarm was reported, and the customer encountered no adverse impact to their blood glucose level. Technical support provided information to reset the pump and assisted the customer in doing so. After the reset, the malfunction did not reoccur, and the customer was advised to continue using the pump and to call back if any issues arise.